Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a network issue with their dns server. A technical support specialist stated that network issue was resolved by customer. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system that the multiple patients profile was not populating on the station. The customer stated that the there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.